Event description:
A report was received that the patient, who had a recent revision, had been experiencing charging issues. It was suspected that the battery was affected by electrocautery use and was damaged. The patient underwent an ipg replacement procedure due to device malfunction and did well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.